Event description:
It was reported the pt went to plug in an electrical plug, and shocked himself. It was reported this knocked him backward, and his ipg site was shoved into a table. The pt reported more frequent charging after the incident. More recently, it was reported the stimulation had stopped, and the pt could not establish communication with his charger or programmer. A new charger was sent to the pt, but this did not resolve the issue. The pt was working closely with his physician for the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.